Manufacturer narrative:
After further review, this case was determined to be non-reportable with philips. There was no report of death or serious injury nor was there a report of any user or patient impact. The customer was reporting that the respirator alarms do not always go back to the central unit. The primary alarms are provided by the connected non philips device (i.e.ventilator) and are provided independent of the intellibridge module/ monitor. The investigation may reveal that the alarm configuration may need to change at the module so that alarms are provided to match the external device alarm priority levels - note that the loss of communication between the module and the third party ventilator would not interrupt monitoring and alarm functions of the philips bedside monitor, and that the ventilator would still provide audible alarms as appropriate. Also note that interruption of data acquisition via the module would generate an inop message and alarm tone. The remote service engineer (rse) advised the customer to check the standby parameter setting and to restart the device. The rse also indicated that he suspects that the network cables the customer is using are not suitable (shielded whereas it should be unshielded) which could untimely interference and disconnections. It was advised that the network cables be replaces, changed from shielded to unshielded. The customer was advised to restart the device to resolve the issue. The device was operational after restarting the device and there has been no feedback from the customer since the replacement cables were ordered. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
D4: serial number and UDI has been requested; no information is provided or made available at time of report. E1: institution phone # (B)(6). E1: reporter phone # (B)(6). The remote service engineer (rse) advised the customer to check the standby parameter setting and to restart the device to resolve the issue. The device was operational after restarting the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the intellibridge ec80 hub is not reporting ventilator alarms to the central station. The device was in use on a patient at the time of the event. There was no adverse event reported.